Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient not receiving clinical benefit with the device. It was reported that prior to implantation, the patient experienced an acoustic neuroma, resulting in cochlea nerve loss. The patient was reimplanted with a bone conductive implant.